Manufacturer narrative:
The insulin pump was received with bleeding lcd glass. No broken lcd display noted. The pump had minor scratched lcd window, cracked reservoir tube lip and stained address/serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump got damaged. The customer's blood glucose was unknown. The customer stated that the display was broken. The product was returned for analysis.